Event description:
During a patient event, it was reported that the device shocked the patient seven times and lost power after one hour and thirty minutes of use. The responders initially received a call for a seizure but the patient condition changed to not breathing thereafter. The patient husband provided CPR until the ambulance crew arrived at the scene 10 minutes later. The crew provided care to the patient onsite for one hour and 20 minutes. During transport to medical facility, the device lost power and the patient was immediately transferred to a philips AED in the ambulance. The patient received two additional shocks from the AED. The delay in switching devices was reported to be minimal but unspecified. The lifepak 12 device was reported to have fully charged batteries installed. The patient was pronounced deceased at the hospital.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported problem. Proper device operation was observed through functional and performance testing. The device event record download showed that the device had several low battery warnings during use. Physio's clinical specialist review of the event determined the cause for the problem to be use error; there was no evidence that the device operator replaced the batteries after the replace battery warnings. Physio completed other unrelated device repairs and confirmed proper device operation. The device was returned to the customer for use.